Manufacturer narrative:
Corrections were made to the following field for the initial report # 1282497-2020-09560. E1 initial reporter name: not provided - the field should remain blank. The initial report named gorgeous beam as the initial reporter however there is no correspondence that verified the name of the initial reporter therefore the field should not be populated. Corrections were made to the following fields for the supplemental report # 1282497-2020-09560. H3: was the device evaluated by the manufacturer: changed to no. H6: type of investigation: changed to code 4115. H6: investigation findings: changed to code 3221. H6: investigation conclusions: changed to code 4315. H10: additional manufacturer narrative: corrected investigation conclusion. Corrected investigation narrative: the previous supplemental report incorrectly stated that a device was received for evaluation. The device was not returned for evaluation; therefore, the reported issue could not be confirmed, and a root cause could not be established.

Manufacturer narrative:
A review of the device history record revealed no discrepancies that may have contributed to the reported condition. One used device was received for evaluation. A visual and functional inspection was performed and a leaking between the cross spike and the tubing was detected. The root cause for a slow leak in the bag can be attributed to an insufficient welding of the disposable nutrition bag. The corrective actions are to establish a verification process to determine that the parameters to eliminate the possibility of insufficient welding. Additional training will be provided to staff members in order to provide instructions on a more robust inspection during the manufacturing process. Staff members will also verify that the size of the connection between the bag and the pipe of the flushing bag is an adequate fit.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the patient was admitted to the hospital on (B)(6) 2020 to have a non-cardinal health feeding tube inserted. The nutrition risk was assessed as 4 points. The patient was prohibited from eating or drinking. Per the doctor's instructions, 1500ml nutrition was infused to the patient via nj tube. The flow rate was adjusted according to the patient¿s status. A new bag was routinely replaced each day. On (B)(6) 2020 the feeding pump alarmed after two hours. The connection part between the flush bag and the tube was found to be leaking formula slowly. The pump set was replaced immediately. No patient injury reported.